Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 8 months post implant of this 23 mm aortic bioprosthetic valve the patient was being considered for transcatheter valve-in-valve replacement. Subsequently 2 days later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to stenosis and increased gradients. If information is provided in the future, a supplemental report will be issued.